Manufacturer narrative:
A manufacturing record review was completed and zero non-conformances were found, therefore supporting the device met material, assembly and performance specifications prior to shipment. The returned product evaluation confirmed the complaint received. The catheter was severely damaged, and the entire lumen was separated at the half-pipe/collar transition. The pushrod remained intact as it had torn from the shaft but stayed attached to the half-pipe section. The distal tip section was damaged, and the coils were stretched along the entire length of the shaft. This damage is consistent with pulling forcefully on the device while the distal section was stuck. Based on the event details and the evidence found during the product evaluation, the most likely root cause is the device met resistance and became stuck. The device was then withdrawn against the resistance, causing the shaft to stretch and eventually separate.

Event description:
The intervention was performed for left sfa with severe calcification. From the right femoral artery approach, a peripheral guidewire was inserted and crossed over to the left side. A micro-catheter was then inserted. The guidewire was exchanged, and a balloon was inflated at sfa mid-proximal. The guidewire was exchanged again, and the same balloon was inflated at popliteal artery. Another balloon was inserted and inflated from middle sfa to popliteal artery, and from proximal sfa to middle sfa. Then another balloon was inserted and inflated from distal sfa to popliteal artery. The guideliner was then inserted and a balloon was inserted. After inflating from distal sfa to popliteal artery, the physician attempted to advance guideliner more; however, there was resistance felt, and the guideliner was unable to be advanced any further. When the guideliner was retracted, it was torn inside the vessel. From the left femoral artery, the torn-part of guideliner was successfully retrieved by using a snare and a new guideliner. As the physician did some manipulation on the subject guideliner product after removing from the body, there could be some extra signs (or damages) to the guideliner. Additional information received. The guideliner was advanced more than 10cm beyond the tip of the guide catheter during use. Fluoroscopy was used to check vessel condition during the procedure. The physician believed the resistance encountered was likely due to calcification.